Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-02-42 - rs expanded glenosphere 42mm, +4mm offset. No information provided.

Event description:
As reported, this (B)(6) patient's right shoulder was revised due to the glenosphere locking screw and glenosphere backing off of the baseplate. There was no surgical delay/ prolongation. Patient was last known to be in stable condition following the event. Devices will not be retuning due to hospital policy.

Manufacturer narrative:
(H3) the revision reported may have due to bone graft or allograft being retained on the screw-hole threads of the baseplate, the glenosphere locking screw being cross-threaded into the baseplate, or a combination of the two, which led to incomplete seating of the glenosphere locking screw at the time of implantation. Incomplete seating of the screw likely allowed the screw to back out overtime and caused the glenosphere to disassociate from the baseplate. However, this cannot be confirmed as the device was not returned for evaluation and radiographs were unable to be obtained. Section h11: the following sections have corrected information: (h6) medical device problem code: 2923 (device dislodged or dislocated).